Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that there are some cracks on her pump. Customer also stated that she can feel all the other buttons are clicking except the down arrow button. Customer treated with a manual injection. Customer's blood glucose level was 250 mg/dl. Customer reported that the cracks were at the reservoir compartment opening and on the case above the screen. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.